Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted a zimmer mmc cup on (B)(6) 2012 or (B)(6) 2012 in (B)(6). We were informed that his initial hip replacement was a resurfacing application (implanted (B)(6) 2012) which was converted to a total hip replacement on (B)(6) 2012. It is unknown which surgery the mmc cup was implanted. It is unknown at this time what specific allegations patient is making against the mmc cup. Revision was (B)(6) 2014 in (B)(6). Initial surgery complaint reported under (B)(4). Since it is unknown the correct date were the mmc was implanted we took the first surgery date.

Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information a legal claim was rised. The product was implanted on (B)(6) 2012 revised on (B)(6) 2014 due to unknown reasons. No x-rays, pictures or other documents were provided devices analysis device analysis could not be performed as no product was available for investigation neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This report is being amended to reflect changes in (B)(4). This information was reported in error on follow up 0009613350-2015-02012-2 sent on 04/15/2016.